Manufacturer narrative:
Upon return of the faulty transformer, the investigation will begin to determine cause of fire and transform failure. On completion of investigation, the conclusion will be made available in a follow-up report.

Event description:
While in service mode customer heard a noise from behind the facial wall. Upon investigation, the customer discovered transformer t13 smoking and a small flame on the filter board.